Event description:
The customer reported to olympus that the device had a control knob problem (angulation working). The device was returned to service where evaluation found foreign matter in the device. There was no harm or user injury reported due to the event. This report is being submitted for the reportable malfunction of foreign matter found during evaluation.

Manufacturer narrative:
Foreign matter was found in the device at estimation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The condition of the device itself could not be confirmed, as the actual product was not returned to the manufacturer for investigation - however, suggested phenomenon was confirmed via received inspection report. The foreign material could not be definitively identified. It was further confirmed that the nozzle was not deformed. No information was obtained pertaining to the user's reprocessing methods or potential deviations from reprocessing. Therefore, no further cause of the suggested phenomenon could be presumed. It is recommended that the user facility review the method of conducting the method of reprocessing in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.